Event description:
It was reported when the programmer is turned on it just goes to a gray screen and never boots up at all. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer boots into a grey screen. Lcd (liquid crystal display) found out of electrical specification. Analysis also found the printer overheat error displayed; burnt capacitor found on the mpu (main processor unit) printed circuit board assembly. (B)(4).